Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm was returned for investigation. Visual inspection of the as returned products identified worn markings due to usage with bone/debris and a fracture at the collar. No pre-existing conditions were noted on the per. The reported device was used for approximately 8 years 7 months. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19. Information identified: contraindications, warnings. DHR review: DHR review was completed for the subject lot numbers (62275614). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (62275614) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture : implant. Post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k013227.

Event description:
It was reported that the implant was removed due to the internal hex becoming cracked and fractured. Patient will return for a new implant.